Event description:
Additional information received reported that patient had her pump replaced couple of month prior to the date of this report.

Event description:
Patient reported a change in therapy effect and was reportedly not getting consistent therapy. Healthcare provider (hcp) conducted a dye study and upon injecting dye into the cap (catheter access port) could not see the dye. It was further reported that hcp saw some blood when aspirating the cap. Additional information has been requested; a follow-up report will be provided when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: unk.